Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed enzymatic creatinine (ecrea) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed enzymatic creatinine (ecrea) patient sample result was obtained on a dimension vista 500 system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same dimension vista system and a higher ecrea result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed enzymatic creatinine (ecrea) result.

Manufacturer narrative:
Additional information (15-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely depressed enzymatic creatinine (ecrea) patient sample result obtained on a dimension vista 500 system. Hsc reviewed the information provided by the customer. The dimension vista 500 system and enzymatic creatinine (ecrea) assay were performing acceptably. Repeat of the same sample yielded the expected result. A potential product issue was not identified. The cause of the event is unknown. System is fully functional. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00135 was filed on 03-jun-2022.